Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "...right knee revision due to patellar tendon rupture. No more information is available per doctor." Spoke to rep. There are no allegations against the revised insert with respect to the patellar tendon rupture. A 7x9 ps insert was exchanged for another 7x9 ps insert. Rep provided the primary usage sheet.